Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4).

Event description:
Per the surgeon, the device was explanted due to infection and partial extrusion of the device. The device was explanted on (B)(4), 2010. There are no plans to reimplant the patient with another device as of the date of this report, (B)(4), 2011.